Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005622 - shell ¿ 62441914, 00630505636 ¿ liner ¿ 62458405, 00801803602 ¿ head ¿ 62461445. Report source (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigation the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced a fracture of the proximal femur approximately 3 years post implantation. The fracture was fixed with cables. Attempts have been made and additional information on the reported event is unavailable at this time.